Manufacturer narrative:
The devices associated to the complaint were returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A breakage to the level of the beginning of the m8 thread is noted on the rod (product code 230774002). A critt analysis conducted on a previous complaint shows a weakness of this assembly. The design of product has since been changed (new definition starting from batch 5120205). This change was initiated through CAPA-(B)(4) (mdd CAPA- (B)(4)). The root cause is related to the design of the product. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Procedure: delta xtend reverse shoulder (primary). The handle snapped while being impacted. Nothing fell into the patient. There was no need for a spare device as surgeon did not need handle anymore. No delay to procedure. No adverse event to patient.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.